Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was kinked within 3 hours of insertion at abdomen on (B)(6) 2024, which resulted in elevated blood glucose, therefore patient had changed the infusion set site first because the site was wet and did correction bolus via pump after. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-34128. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch # 6004838 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with (B)(4) guidance for visual testing for complaints area version 1 and (B)(4) guidance for functional testing for complaints area version 1 for the code idd-pmc05.47 soft cannula found kinked upon removal from infusion site. Complaint investigations. 4 used cannulas were provided and there is visible the soft cannula was kinked at the tip in all samples. Test results: visual test according to (B)(4) version 1. 4 used cannulas failed the test. Functional test #1 according to (B)(4) version 1. 4 used cannulas passed the test. The reference samples for the lot 6004838 have already been previously tested in the (B)(4) on 28/aug/2024. The reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4) complaint test report. - DHR review: the lot # 6004838 was manufactured according to the (B)(4) version 110 manufactured in the line #3, on 04/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified nor maintenance events were recorded. Trending: a query was run in tw on 15/jan/2025 against malfunction code idd-pmc05.47 and lot 6004838 and another 2 complaints have been registered in tw for the same lot# 6004838 and malfunction code. Conclusion summary of the related event: as a result of the following: kinked cannula was found in the 4 cannulas returned, no defect on tests for retention samples, no nc raised during production, complaint unconfirmed as process failure, only 2 complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.